Event description:
It was reported that the tip of the guidewire was peeling off. This 035/145 amplatz super stiff guidewire was selected for use in a ureteral stent placement procedure to treat a 99% stenosed target lesion. During the procedure, when wiring was performed in the lesion, the wire did not advance easily. When it was removed from the body, the coating at the tip was noted to be peeling off. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that the tip of the guidewire was peeling off. This 035/145 amplatz super stiff guidewire was selected for use in a ureteral stent placement procedure to treat a 99% stenosed target lesion. During the procedure, when wiring was performed in the lesion, the wire did not advance easily. When it was removed from the body, the coating at the tip was noted to be peeling off. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The guidewire was returned, and it was observed that the coil wire was unraveled due the core wire was found detached separated from distal tip to the transition point. Also, the guidewire was stretched and bent at distal section. Based on the evidence, the as reported code guidewire difficult to advance can be confirmed, since the detached, stretched and bent found during the product inspection could have contributed to the reported issue. The as reported code body coating issue cannot be confirmed, since the reported code was not found during the product analysis.